Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that while performing a split thickness skin graft, the dermatome cut a full thickness for part of the excision being completed on the left thigh requiring staples to close the wound. A deeper wound than needed for the grafting procedure occurred that required stapling of the left thigh. Patient had no significant change to plan of care secondary to this event. There were no delays and no additional grafts taken, as this was the last one of the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome was not performed as the customer denied the aged repair quote. The device was returned to the customer unrepaired. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. Product review of the air dermatome was not performed as the customer denied the aged repair quote. The device was returned to the customer unrepaired. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that while performing a split thickness skin graft, the dermatome cut a full thickness for part of the excision being completed on the left thigh requiring staples to close the wound. A deeper wound than needed for the grafting procedure occurred that required stapling of the left thigh. Patient had no significant change to plan of care secondary to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the graft cut a deeper wound than intended. There was deeper wound stapling to close the wound. No additional consequences have been reported as a result of this malfunction.